Event description:
It was reported by service report that ibed awareness was not functioning. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: ibed awareness not configured to be on.